Event description:
The patient was being moved from the bed to the chair when the clip on the sling (left leg clip) that was not attached correctly, came loose. This caused the patient to slide out and hit her head on the floor. The patient was six inches off the ground when the sling detached. The patient was injured and sent to hospital but later sent home having received treatment. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter. At the time of this inspection, the investigator was only allowed to visually inspect the lifter. The findings show the unit was well used. The wheels are worn and the side covers were split. The unit has several scratches over the legs and also on the leg covers. There is paint missing from where the pin has been hammered out on the lift arm. Tests were not carried out as the lifter was broken due to burnt out motor. The sling used during the reported incident could not be identified as it was mixed in with other slings. No other faults were reported. Based upon the reported event, it would appear the sling was not correctly fitted to the lifter prior to transfer of the patient. It is therefore concluded the reported incident occurred due to user error in not fitting the sling correctly to the lifter. Arjo recommends the facility advise/retrain staff to check fitment of all clips prior to, and during patient transfer as laid down in the operating instructions. It is also recommended that the lifter is fully serviced/repaired before returning to service.